Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was powered on for testing but the device gave "double beep" alarm. This alarm with no cassette attached indicates the cassette detector/downstream sensor was damaged and not functioning correctly. The cause of the damage to this component was not established.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 was double beeping no cassette. Event occurred during testing. And not patient involvement.